Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. Labeling was reviewed and found to be adequate. Testing was performed using an in-house retained kit of lot 85141ui00 and all specifications were met indicating the lot is preforming acceptably. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the following architect total bhcg results were generated for a patient sample: <1.2 miu/ml, 745 miu/ml, <1.2 miu/ml. The result of 745 miu/ml is considered falsely positive. No adverse impact to patient management was reported.